Manufacturer narrative:
Device was received with pump error 38 during rewind due to jammed motor gearbox. Unable to confirm error 2 and bolus stopped alarm due to error 38.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivery stopped as well as inter processor communication error during rewind, load reservoir and fill tubing. The customer blood glucose level was 223 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.